Event description:
A "check again in 10 minutes" sensor error message was reported via webform with the adc device. Customer contact was made and reported they had experienced feeling dizzy and candy was given by spouse for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues have been observed on sensor patch. Data was downloaded successfully. The sensor was found to be in sensor state 8 (indicating error termination) and with a brownout error internally logged (event 130 with extended code 129). An extended investigation was conducted. Performed a visual inspection on the returned puck and no abnormalities or signs of misuse was observed. The sensor data was analyzed, and it was determined that the returned puck terminated due to a brownout event. The returned sensor puck was de-cased. Performed a visual inspection on the de-cased puck, and corrosion due to liquid ingress was observed. The contamination indicated that the puck experienced liquid ingress as a result of a leak path. Therefore, this issue is confirmed to a brown out due to liquid ingress. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. N/a was selected for g4 - PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check again in 10 minutes" sensor error message was reported via webform with the adc device. Customer contact was made and reported they had experienced feeling dizzy and candy was given by spouse for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.